Manufacturer narrative:
Findings: insulin pump received with all buttons responding properly. No damage or moisture damage on the keypad traces. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies or delivery not started alerts occurred during testing. Pump received with missing keypad overlay, scratched case, case cracked behind the pump near the battery compartment, serial number label faded, missing display window cover, end cap address label faded, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. The sticker on the keypad was coming off and it has been loose since they got it. It had been getting worse as they put the insulin pump in their pocket. The customer also noticed that the keypad was not working properly. The insulin pump would not always respond and they had to press it several times. They had also received a delivery not started. When lifting the sticker slightly you can actually see the inside of the pump the customer's blood glucose level was unknown. The device will be returned for analysis.